Event description:
Reportable based on the product analysis completed on (B)(4)-2012. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure, a shaft fracture occurred. The 75% stenotic lesion was located in the severly tortuous left left circumflex artery. During the unpacking of a 1.5x15mm apex flex balloon the shaft of the catheter was found broken into two pieces on a portion of the device that does not enter the body. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is stable. However, product analysis revealed that the shaft was broken on a portion of the device that enters the body.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received for analysis in two sections as a result of a break that was present in the hypotube. The break was located 69.5cm distal to the strain relief. The break site identified that the break occurred as a result of a severe kink that developed in the hypotube. It is noted that both sections of the broken hypotube were kinked at various locations along their lengths. Both the break and kinks are consistent with excessive force having been applied to the shaft. No issues were noted with the profile of the balloon and tip sections of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).